Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. A partial lead cut in two segments was returned for analysis. External insulation abrasion was found at 42.1-42.7 cm from the distal tip, consistent with friction to the ICD can. The etfe coating was intact at this location. Electrical measurements that could be performed resulted in normal values.